Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "clipper clips were not closing adequately, picture and clips submitted with failed clipper had to open suction irrigator and 2nd clip due to clip failure, 2nd clipper was same as above but different lot # clipped properly. Patient bleeding, extra anesthesia time, $$."